Event description:
It was reported that a malfunction alarm occurred. There was no patient involvement as the pump has not been used for insulin therapy. Reportedly, the customer had an alternate pump available for insulin therapy.